Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned samples confirmed the products did not meet quality release specifications that were tested regarding the reported condition due to the cut in the balloon. A review of the device history record indicates this device lot number was released meeting all quality specifications. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, the balloon would not inflate during the (tep) procedure. Since another balloon was not available, the procedure was converted to a different (tapp) procedure to correct the problem. The operating time was not extended, and no tissue damage was reported. There was no record of anything falling into the cavity or bleeding. There was no further incident observed, and the status patient status has been noted as good. It was also reported that the patient did not experience an adverse event.